Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the c- arm and the table did not move. Upon further troubleshooting action, the field service engineer (fse) found that the 10a fuse of the dc power supply (dcps) source was blown and one of its 24vdc outputs was not working and also found that the control module was damaged. The fse replaced the fuse of dcps and geo control module. After replacement of fuse of dcps and geo control module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry movements were restricted and that the c- arm and the table did not move. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that after replacing the control module tilt-ER and dcps the system was returned to use in good working order.